Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d4, d6b, h6.

Event description:
Additionally reported was "any creases" and "hole, non-specific". The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported ¿deflation¿. This record is for the right side. Device remains implanted.